Event description:
The hcp reported that during a transurethral needle ablation of the prostate the prostiva handpiece broke during the ninth lesion and the needles would not retract. The physician disassembled the handpiece to retract the needles. No serious injury to the pt was reported.